Event description:
Healthcare professional reports a pt was noted to have excessive bleeding from an abscess site that was surgically debrided one week later. The excessive bleeding occurred one day following two successive hemodialysis treatments. The pt required hospitalization for 1 day and two units of packed red blood cells following both episodes. The abscess was surgically closed and the pt was changed to a polysulfone dialyzer during the pt's second hospitalization. The pt has been dialyzed without incident of excess bleeding following the second hospitalization and surgical closure of the wound. The pt had recently changed from a polysulfone dialyzer with a surface area of 1.8m2 to the ca-hp 110 dialyzer with a surface area of 1.1m2. No change in heparin dosage done at this time. The pt is fully recovered at this time.